Manufacturer narrative:
The account replaced the main control board to repair the bed.

Event description:
The account alleged when he pushed the hi/low up function, the bed will keep moving to the high position even when he lets go of the button.